Manufacturer narrative:
The technician ordered and replaced steam manifold kits to ensure components were in proper operating condition. Upon rebuilt of steam manifold it was found that there was a build up of some sort of mineral in the s2 valve. Technician spoke with the operators. The employee will set up a time for an in-service on proper ppe and sterilizer safety. Looks like an error of the operator and an opportunities in the utility (steam) of the customer. The steris technician mentioned that this customer is aware of facility issues caused by their water supply. Customer had been billed several times due to issues by sediment build up.

Event description:
After the autoclave completed its cycle the employee reached into the autoclave to remove items and was burned by steam. Operator burned when removing dart test from the unit without wear proper ppe and verify that the chamber was clear of steam after opening the door. The operator manual p129367-547 makes mentioned of a listing of safety precautions that must be observed when operating or servicing the unit. The warning label was presented.